Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The stylet/guidewire was damaged. The distal conductor was extrinsically distorted due to k inking/buckling. There was blood on all conductors. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the guidewire tip was bent inside lead¿s distal end. (B)(4).

Event description:
It was reported that the attempted left ventricular (lv) lead was not implanted due to anatomy and the guidewire getting stuck in the lead. The lead was removed and not replaced. No patient complications have been reported as a result of this event.